Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient was experiencing twitching and flopping in his abdominal areal. The patient attributed this to the pacemaker. The pacemaker was turned off and sensation continued. The device was then explanted on (B)(6) 2020. Patient was stable post procedure.